Event description:
Developed hives, itching, restlessness at end of treatment. Md present in unit. Dialysis discontinued. Pt care tech reported arterial line pump segment twisted and kinked in blood pump. Pt sent via ems to hosp ER. Admitted with pancreatitis.